Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
It was reported to abbott a patient underwent a revision of their drg lead to address high impedance. The drg lead could not be replaced due to scar tissue. The physician decided to perform an scs trial instead. The trial was successful and provided effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.